Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that a patient who had undergone a shoulder repair rehabbed and was released to return to work suffered a re-injury to the subject shoulder. While at work, the patient had what is described as an incident that re-injured the tendon. During the arthroscopic evaluation of the injured shoulder for this re-surgery, the surgeon noted that the fixation device used in the original repair, a versalok, was "loose and warbley" within its bone hole. The versalok device was removed and a helix device was used to re-fixate successfully without further issue or harm to the patient. In 2009; in a phone conversation between this author and the reporting mitek rep, the rep states that they could not define if the re-injury was due to the loose anchor contributing to the lack of integrity repair or not.